Event description:
It was reported that while in the cath lab the md inserted the intra-aortic balloon (iab) into the pt's right femoral artery via a sheath. Upon insertion, blood was noticed in the driveline tubing. The cath lab staff brought it to the attention of the md several times. The md did not remove the iab. The md sent the pt to the surgical intensive care unit before the pt sent to the operating room. Later in the evening and after the operating room procedure, due to the blood in the tubing, the pt's md tried to remove the iab and sheath as one unit. The md could not remove the iab and sheath and as a result, the pt was taken back to the operating room. The pt required a laparotomy to remove the iab. Because the iab was surgically removed, the pt remained in the sicu. Another iab was not inserted because the pt was hemodynamically stable. The length of time the iab remained in the pt prior to surgical removal was well over 12 hours. There was no report pt death. There was a reported delay/interruption in iabp therapy. It is reported that the interruption did cause harm to the pt and is noted as a complication which required the surgical removal. The pump used for this iabp therapy was a competitor's pump.

Manufacturer narrative:
(B)(4).